Event description:
The customer reported that the housing for their pump in style power adapter fell completely apart and that she could see inside.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, the customer indicated that their transformer had cracked where the screws were and the back had fallen off. The original product has been received by medela; however, an eval was not complete at the time of this report. Should add'l info become available, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.